Event description:
The dental implant fx6008swc was removed on (B)(6)2017 due to loss of osseointegration 2 years and 4 months after implantation. The doctor indicated that periodontal disease caused the implant removal. The patient has history of tabacco use and has been recoverd without complications.